Manufacturer narrative:
The device was not returned to olympus for evaluation, but the customer's allegation was confirmed with onsite repair. The customer's complaint was resolved after replacing the connection connector. In addition, the following non-reportable malfunctions were found during the device evaluation: the technician found the connecting socket was faulty and the mainboard had a defect requiring replacement. It was found that the set values are not saved by the light source. After a restart, the light control is always in manual mode and 12 bars of the brightness display are lit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii xenon light source leds were blinking, but the device was continuing to work. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that all leds were blinking due to a communication error with the scope. Olympus will continue to monitor field performance for this device.